Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. The customer stated that their qc recovery data was acceptable. The field service engineer (fse) found broken rinse tubing and replaced it. A hardware check was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient plasma sample on a cobas 8000 c702 module. The initial glucose result was 24 mg/dl. The customer questioned the low result and repeated the sample on another c702 analyzer. The repeat result on another c702 analyzer was 103 mg/dl. No questionable results were reported outside of the laboratory. The repeat result was deemed correct.